Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-apr-2021. The most recent information was received on 23-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and pelvic pain ('severe pelvic pain starting a few months after the insertion') in a 41-year-old female patient who had essure (ess205) (batch no. 624003) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), headache ("headaches"), feeling abnormal ("brain fog"), tinnitus ("tinnitus"), deafness ("hearing loss"), loose tooth ("loosening of teeth requiring an aligner"), cervicobrachial syndrome ("cervicobrachial neuralgia"), thoracic outlet syndrome ("thoracic outlet syndrome"), alopecia ("hair loss"), hypothyroidism ("hypothyroidism"), fatigue ("chronic fatigue"), temperature intolerance ("excessive sensitivity to cold"), memory impairment ("memory problems"), disturbance in attention ("difficulty concentrating"), urinary retention ("voiding disorders, inability to empty my bladder"), micturition urgency ("pressing need to urinate during the day as well as at night"), sleep disorder ("sleep disorder") and restless legs syndrome ("restless leg disorders, especially the right leg, which prevents me from sleeping"). The patient was treated with surgery (endometrial curettage in 2020). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, headache, feeling abnormal, tinnitus, deafness, loose tooth, cervicobrachial syndrome, thoracic outlet syndrome, alopecia, hypothyroidism, fatigue, temperature intolerance, memory impairment, disturbance in attention, urinary retention, micturition urgency, sleep disorder and restless legs syndrome had not resolved. The reporter considered abdominal pain, alopecia, cervicobrachial syndrome, deafness, disturbance in attention, fatigue, feeling abnormal, headache, hypothyroidism, loose tooth, memory impairment, menorrhagia, micturition urgency, pelvic pain, restless legs syndrome, sleep disorder, temperature intolerance, thoracic outlet syndrome, tinnitus and urinary retention to be related to essure (ess205). The reporter commented: a few months after the insertion, I had health problems which I never considered might be related to the essure devices until last year when I read an article which described the symptoms of other women who had these implants. I am going to have my device removed because these symptoms have worsened since having an endometrial curettage last year. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and pelvic pain ('severe pelvic pain starting a few months after the insertion') in a 41-year-old female patient who had essure (ess205) (batch no. 624003) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), headache ("headaches"), feeling abnormal ("brain fog"), tinnitus ("tinnitus"), deafness ("hearing loss"), loose tooth ("loosening of teeth requiring an aligner"), cervicobrachial syndrome ("cervicobrachial neuralgia"), thoracic outlet syndrome ("thoracic outlet syndrome"), alopecia ("hair loss"), hypothyroidism ("hypothyroidism"), fatigue ("chronic fatigue"), temperature intolerance ("excessive sensitivity to cold"), memory impairment ("memory problems"), disturbance in attention ("difficulty concentrating"), urinary retention ("voiding disorders, inability to empty my bladder"), micturition urgency ("pressing need to urinate during the day as well as at night"), sleep disorder ("sleep disorder") and restless legs syndrome ("restless leg disorders, especially the right leg, which prevents me from sleeping"). The patient was treated with surgery (endometrial curettage in 2020). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, headache, feeling abnormal, tinnitus, deafness, loose tooth, cervicobrachial syndrome, thoracic outlet syndrome, alopecia, hypothyroidism, fatigue, temperature intolerance, memory impairment, disturbance in attention, urinary retention, micturition urgency, sleep disorder and restless legs syndrome had not resolved. The reporter considered abdominal pain, alopecia, cervicobrachial syndrome, deafness, disturbance in attention, fatigue, feeling abnormal, headache, hypothyroidism, loose tooth, memory impairment, menorrhagia, micturition urgency, pelvic pain, restless legs syndrome, sleep disorder, temperature intolerance, thoracic outlet syndrome, tinnitus and urinary retention to be related to essure (ess205). The reporter commented: a few months after the insertion, I had health problems which I never considered might be related to the essure devices until last year when I read an article which described the symptoms of other women who had had these implants. I am going to have my device removed because these symptoms have worsened since having an endometrial curettage last year a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.